Event description:
Patient implanted in upper vermilion borders in 1998. Onset of infection and implant extrusion in 1998 in perioral. Patient revised twice in december 18 and december 21 and treated with antibiotics. Implanted explanted in 1998.